Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a failed defibrillation threshold with a message of lower out of range high voltage lead impedance. The patient was rescued with external defibrillation. The lead was capped and replaced. No further information is available.